Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; d9; g3; h2; h3; h10. Upon receipt of additional information of the reported event, it was determined to be not reportable. Visual evaluation of the returned product found damage to the outer carton and the inner sterile pouches are intact with no damage or breach to sterility. The initial reports should be voided.

Event description:
See h10 narrative.

Event description:
It was reported while checking all the implants it was noticed the implant had arrived without sterile packaging when it was received at the hospital as the packaging was torn from the implant. This implant was never used or implanted.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the provided photo found the logo shrink wrap is missing. As this product was part of a loaner kit, it was likely removed during a prior case. The reported event states the device was not sterile. There is no indication in the photo that the carton is damaged, or that the sterile packaging is breached. The product was not returned, and no further evaluation can be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.